Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 99% stenosed target lesion was an area of instent restenosis of previously implanted stent located in the moderately tortuous and severely calcified external iliac artery (eia). A 6fr 55cm non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, an 8.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced to predilate the lesion; however, upon inflation, the balloon ruptured at 14 atmospheres due to the lesion calcification. The device was completely removed and the procedure was completed with an 8mmx4mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).